Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 495 mg/dl and diabetes ketoacidosis. Customer was treated with insulin drips at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer also mentioned having a bent cannula when they removed the set and receiving a no delivery alarm when attempting to reconnect. Customer's blood glucose reading at the time of the call was 427mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.